Manufacturer narrative:
The incident device was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the patient obtained red marks upon the removal of the e7507 post surgery. The injury was described as a 1st burn on the patient's thigh. The redness occurred 4-5cm along the pad site. The burn did not require any treatment. The incident pad was discarded by the site.